Event description:
It was reported that the programmer displayed an error code upon boot-up. Recycling power to the programmer did not resolve. It was further reported that the interrogation was interrupted. The caller was also advised to try running the service diskette, and if that did not resolve to return for service. The programmer has now been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer powers up with the same error code as reported, as a result the link electronic module (lem) circuit board was calibrated and software was reloaded.